Manufacturer narrative:
(B)(4)date sent: 9/23/2021

Manufacturer narrative:
(B)(4). Date sent: 10/7/2021. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 26236 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Egd/bx on (B)(6) 2019. No bravo ph or manometry. Esophagram on (B)(6) 2019. On what date did the implant take place? (B)(6) 2020. What is the lot number of the linx device? Lot number: 26236. When using the linx sizing device what technique was used to determine the size? The linx sizing device was then introduced through the right upper quadrant trocar and the distal esophagus was sized multiple times, each time resulting in a size 17. Did the patient have an autoimmune disease? Fibromyalgia, angioedema, lupus. He also reports a positive ana test in the past, although she has not been formally diagnosed with any autoimmune disorder. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No dysphagia but h/o dm- on trulicity, ida, osa- wears a mouth guard, class 2 obesity, fibromyalgia, angioedema, lupus who presents with symptoms related to gerd and a large hiatal hernia. How severe was the dysphagia/odynophagia before intervention? N/a. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, paraesophageal hernia repair. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and regurgitation? No. Besides the reported dysphagia and regurgitation, what was the reason for removal of the linx device? N/a. Was the device found in the correct position/geometry at the time of removal? Yes. Additional information from medical safety officer: I reviewed the additional information received regarding this complaint. Preoperative tests before linx placement confirmed a 6 cm hiatal hernia and diffuse esophageal thickening and esophagitis on videoesophagram and egd.

Event description:
It was reported that a linx device was explanted due to dysphagia and regurgitation.